Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following: to deflate catheter ballon: gently insert a syringe into the catheter valve. Never use more than is required to make the syringe " stick in the valve". If you notice slow or no deflation, reset the syringe gently. Allow the ballon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the ballon. If permitted by hospital protocol, the valve arm may be severed. If this fails contact adequately trained professional for assistance, as directed by hospital protocol. Should ballon rapture occurs care should be taken to assure that all the ballon fragments have been removed from the patient. Visually inspect the product for any imperfection or surface deterioration prior to use. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter that was inserted in the evening fell out of the patient with the balloon completely deflated. There was no reported difficulty with initial insertion on (B)(6) 2025, but the patient did require reinsertion of a new foley due to product malfunction. Upon inspection, it appears there might be a hole in the product's balloon preventing it from remaining inflated.

Event description:
It was reported that the foley catheter that was inserted in the evening fell out of the patient with the balloon completely deflated. There was no reported difficulty with initial insertion on (B)(6) 2025, but the patient did require reinsertion of a new foley due to product malfunction. Upon inspection, it appears there might be a hole in the product's balloon preventing it from remaining inflated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue.the instructions for use were found adequate and states the following: to deflate catheter ballon: gently insert a syringe into the catheter valve. Never use more than is required to make the syringe " stick in the valve". If you notice slow or no deflation, reset the syringe gently. Allow the ballon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the ballon. If permitted by hospital protocol, the valve arm may be severed. If this fails contact adequately trained professional for assistance, as directed by hospital protocol. Should ballon rapture occurs care should be taken to assure that all the ballon fragments have been removed from the patient. Visually inspect the product for any imperfection or surface deterioration prior to use. Correction- a. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter that was inserted in the evening fell out of the patient with the balloon completely deflated. There was no reported difficulty with initial insertion on (B)(6) 2025, but the patient did require reinsertion of a new foley due to product malfunction. Upon inspection, it appears there might be a hole in the product's balloon preventing it from remaining inflated. Per additional information received via email on 11apr2025, it was reported that the patient required reinsertion of the catheter.